Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Review of the photographic evidence revealed the tip of the drill bit is bent. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported after inserting cup we moved to drilling for screws. As the drill bit was inserted onto the drill and the drill was inserted into the cup. After drilling hole and upon removal the drill bit came out bent. This did not stop the case nor did anyone get hurt nor did anyone get bothered or upset about it. We had extras in the tray and the case was not delayed or stopped due to the malfunctioning drill bit. No surgical delay. No adverse affects on the patient.